Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s reported via phone call that they experienced low and high blood glucose 400mg/dl. Customer states the insulin exited during priming. Customer stated that the cannula was not bent. The customer declined to troubleshoot for high blood glucose. The product will not be returned for analysis.